Manufacturer narrative:
Weight: unk, race: unk, ethnicity: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm tmicl12.6 implantable collamer lens, -09.00/+3.0/087 (sphere/cylinder/axis), within the same surgery due to the lens was inserted upside down in the patients left eye (os).there was no patient injury. The reporter indicated the lens appeared normal upon loading but the haptics and lens were not as flexible and difficult to move. The surgeon could not visualize the markings on the haptics to ensure appropriate placement and therefore could not be sure the lens was not flipped. The lens was replaced within the same surgery with a longer lens and the problem was resolved. Post-op, vision was only hm and there was significant corneal clouding. See MFR. Report # 2023826-2021-02790 for replacement lens. The lens was discarded. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters. And there is no indication, that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
B5 - the reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens -09.00/+3.0/087 (sphere/cylinder/axis) upside down into the patients left eye (os) on (B)(6) 2022. There was no patient injury. The lens was intraoperatively implanted; removed and replaced with another 12.6mm lens. This resolved the problem. Post-op vision was only hm and there was significant corneal clouding. (B)(4).